Manufacturer narrative:
Batch reviews performed on (B)(6) 2017. Lot 160027: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 56/28, code (B)(4), lot. 162326 (k092265); (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The pathogen is unknown at this time. The surgeon swapped the head an liner. The surgery was completed successfully. X-rays and explants are not available.